Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had observations of intermittent high out of range pacing impedance spikes to greater than 2000 ohms and high thresholds. The device was programmed to unipolar sensing, however there were a few atrial tachy response (atr) due to noise being oversensed. Technical services discussed possible causes and recommended unipolar pace and bipolar sense. The system remains in-service. No additional adverse patient effects were reported.